Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The report was confirmed. As received, the balloon was found ruptured at the central area. The balloon edges did not appear to match up at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body and returned syringe. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient with this swan-ganz catheter, the balloon leaked air. There was no allegation of patient injury. The device was available for evaluation. As per evaluation results, the balloon was found ruptured at the central area and the balloon edges did not appear to match up. Patient demographics unable to be obtained.

Manufacturer narrative:
Updated: h6 (component code, investigation findings, investigation conclusions). Added: h6 (type of investigation). Further evaluation was performed by the engineers in the manufacturing site. Customer report of balloon issue was confirmed. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. Additionally, as part of the manufacturing process, the manufactured units go through a balloon inflation process.